Manufacturer narrative:
A medtronic representative went to the site to test the equipment. During testing, the axiem box, field generator and power cable were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported communication with the axiem box was not working, and that the axiem power/communication cable was faulty. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, all eight ports, on both lemo connectors were tracking normally. The unit was left connected for 24 hours and it continued to track throughout the duration of testing. The reported issue could not be confirmed and there was no failure found. If information is provided in the future, a supplemental report will be issued.